Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that an ilet device with a broken or cracked screen was determined to require replacement, and the device was no longer considered water resistant; the user was advised to maintain backup therapy and to sync data to the mobile app before shutdown and return. Symptoms included no alerts or alarms reported. Outcomes included shipping of a replacement device with instructions to return the original for investigation. Investigation included collection of the device for evaluation and data review. Investigation of this case revealed a suspected hardware issue localized to the display assembly, consistent with screen damage impairing functionality and environmental sealing. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display component leading to loss of water resistance and functional concerns.